Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display screen. The reporter stated that the dim display remained even with a battery change and denied moisture and trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings:during testing, the pump was powered on and the display screen appeared fully illuminated and functional. The dim display was not duplicated.